Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose of up to 370 mg/dl when using the infusion set throughout (B)(6) 2010. Pt treated elevated blood glucose by exercising, resting, eating less, and delivering boluses. Target blood glucose is 90-150 mg/dl. Nothing unusual was noticed during the preparation or insertion of the infusion set. There was occasionally leaking of insulin and bleeding from the infusion sites. Blood glucose remained elevated even after a new infusion set was inserted. The infusion cannulas appeared bent after removal. Alleged infusion sets were discarded and will not be returned for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.